Event description:
It was reported that two (2) exactamix 2000 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bags leaked from the top seam. The seam of the bag appeared to not have been sealed correctly. This occurred during the compounding process prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between 12 january 2024 and 13 january 2024. H11: two (2) devices were received for evaluation. A visual inspection was performed, and leaking at the seam was easily identified in both samples. Additionally, a top flat weld defect was identified in both samples. Functional testing was also performed, and a top flat weld seal defect and leak were identified on both returned samples. The reported condition was verified. The cause of the reported condition could not be determined; however, was most likely a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.